Manufacturer narrative:
Product event summary: analysis found the programmer turned on, but the stylus would not select due to the overlay assembly. The lower hinges were also observed to be worn out.

Event description:
It was reported that the programmer was turned on but not operating. This occurred during a patient check. A different programmer was used. The programmer was returned for service. No patient complications have been reported as a result of this event.